Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. The device was returned to the biomedical engineering department with an unsigned note that stated: "unit shuts off without audible alarm." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that during initial testing while operating on battery power, the device appropriately sounded an audible alarm tone prior to power loss. During further testing, the device displayed an e321 error code (batt charger timeout). This was due to the battery. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.